Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02562. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads were explanted and replaced. Patient now has effective therapy.

Manufacturer narrative:
Correction to section d6b: the missing date of explant was added to this report.